Event description:
It was reported that the set has a hole, and an unspecified fluid leak. The event occurred in the anesthesia department. It was further reported that there was no patient harm as a result of this event.

Manufacturer narrative:
Additional information added; d.10. ************************************** the customer's report that the set has hole and fluid leaked was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. There was a v-shaped cut on the tubing approximately five inches below the second smartsite port. The cut was visually inspected under magnification. Each side of the v-shaped cut was measured as approximately 0.1 inches in length. Although damage was observed, the set was reprimed. Fluid leaked from the cut. The cause of the leak was due to the observed cut along the tubing. The root cause of the damage was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, information was not provided.

Event description:
It was reported that the set has hole, and an unspecified fluid leaked. The event occurred in the anesthesia department, and it was reported that there was no known harm as a result of this event.